Event description:
The physician was using the reperfusion catheter 054 coaxially with the reperfusion catheter 032 and separator 032. The first reperfusion catheter 032 used was compressed over 2 cm of the catheter body which the physician did not recognize when he attempted to advance the separator 032. The separator advanced with difficulty and the physician continued to push against the resistance. The separator eventually "rupture" at the proximal end near the rhv. The physician then attempted to use a new reperfusion catheter and separator 032. Again the catheter was kinked in the proximal end but the physician did not recognize the issue. When he attempted to advance the separator he again had difficulty. The thrombectomy procedure was then stopped because the thrombus was almost entirely cleared with the use of lytics. A penumbra representative examined the devices at the hospital and the physician pushed the first separator forward until the distal end came out of the catheter at which point a very small black tube on top of the separator bulb was revealed. It was reported that the patient was in good condition. This MDR is associated with MDR 3005168196-2012-00295 and 3005168196-2012-00296

Manufacturer narrative:
Device investigation: results: the separator is broken at the distal end of the proximal taper grind. The separator is jammed inside a reperfusion catheter. The proximal portion of the separator wire is stiffer than typically seen in flex products. It also forms into a permanent bend when kinked. This product is a pss032, not the psf032 noted in the complaint. Conclusion: the damages noted in the complaint are confirmed. The cause of the kink in the distal end of the first catheter is unknown. It is not clear from the complaint description whether the physician kinked the catheter during preparation or use, or if it was kinked inside the patient. The damage to the separator likely occurred when it was attempted to be inserted into the kinked catheter. The kink in the catheter would have caused resistance (as described in the complaint) and continued attempted manipulation against this resistance would cause the catheter to buckle in the area of the proximal taper grind, eventually leading to a break in the wire. The kink and break in the shaft of the second catheter at the distal end of the strain relief was likely caused by the physician during manipulation in the patient, especially if there was resistance when attempting to insert it into the patient.

Manufacturer narrative:
Conclusion: this device is available for return and a follow-up MDR will be submitted upon completion of the device investigation.